Manufacturer narrative:
The oxygen valve solenoid assembly and data acquisition (da) board were received at the ventilator's manufacturing facility for evaluation. The oxygen valve solenoid assembly and da were tested and no failures were identified.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the v60 device displayed o2 sensor error alarm occurred. There was no patient involvement.